Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site's camera cart was not powering on. The site switched the cart to cart cables without resolution. During troubleshooting, the system powered on with camera cart connected, but shortly after both systems powered down and the power button was flashing blue led. There was no patient involvement. Additional information was received. It was reported that the system was plugged into a functional outlet when the issue occurred.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735788 ; product ID: 9735771 ; product ID: 9735773 ; product ID: 9735787. A medtronic representative went to the site to test the equipment. Testing revealed that the system would not hold power. The power went to 32% in under a minute. The main cart powered down unexpectedly. The battery and ups were replaced. The navigation system passed the system checkout and was found to be fully functional. The returned battery was tested for +24hrs with accompanying / known good uninterruptable power supply (ups). After 24 hours, the units did not shut down or heat up. When the ups was removed from ac power, the battery powered the ups for the programmed 11.5 minutes before shutting down. Before and after testing, the battery measured acceptable voltages at 25.45v and 26.09v. No faults or failures were found. The returned ups was ran for +24hrs with the accompanying battery. All ports output the proper voltage. The ups ran on battery power for the programmed 11.5 minutes before being removed from ac power. No faults or failures were found. B01, c19 and d14 apply to the returned concomitant product ID: 9735788 & 9735771. B17, c20, and d15 apply to product ID: 9735787 and 9735773. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.